Manufacturer narrative:
Investigation summary: one mz1000 sample was received for investigation in opened packaging from lot 21015540 . No connecting products were received to assist the investigation. The sample was subjected to pressure testing which confirmed the customer's experience, with leakage observed from a crack to the female luer adaptor (fla) of the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer's experience; during the investigation no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 21015540 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance based on the information available, it is not possible to determine which of these factors may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
It was reported that the bd maxzero¿ needleless connector was cracked and leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "after connecting a luer syringe to mz1000, the hcp performed a flush and then found fluid leakage. When checking the product, the hcp discovered a crack on the polycarbonate port."

Manufacturer narrative:
Investigation summary: one mz1000 sample was received for investigation in opened packaging from lot 21015540 . No connecting products were received to assist the investigation. The sample was subjected to pressure testing which confirmed the customer's experience, with leakage observed from a crack to the female luer adaptor (fla) of the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer's experience; during the investigation no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 21015540 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance based on the information available, it is not possible to determine which of these factors may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
It was reported that the bd maxzero¿ needleless connector was cracked and leaked during use. The following information was provided by the initial reporter, translated from japanese to english: "after connecting a luer syringe to mz1000, the hcp performed a flush and then found fluid leakage. When checking the product, the hcp discovered a crack on the polycarbonate port."